Event description:
It was reported that: "during a tavr procedure, bleeding noted following a manta deployment. Post angiogram revealed manta deployed in the tissue tract. Surgical removal of manta confirmed the device was not in the vessel. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The details of the complaint were reviewed. Vessel was right common femoral artery with 9 mm in size. Multiple access attempts were needed. Mild posterior calcification present. Difficulty was observed with both procedural sheath and manta sheath. Manta was deployed at the measured depth (depth value unknown). Maverick balloon was used to facilitate hemostasis and later surgical cutdown was employed to repair the vessel. All components removed. Patient condition is fine and stable. It is unknown if any user technique issue could have led to tract deployment or anatomical factors causing difficulty in deployment. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a tavr procedure, bleeding noted following a manta deployment. Post angiogram revealed manta deployed in the tissue tract. Surgical removal of manta confirmed the device was not in the vessel. The patient was reported as fine post the procedure."